Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and obtained: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was ejected due to the jaw condition and then, the instrument locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A review of photographs of back table shots of the distal end of the device was consistent with the damage found at analysis.

Event description:
It was reported that during an unknown procedure, the clip applier malfunctioned. It is unknown how the case was completed. It is unknown if there were any patient consequences.